Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump screen had a dot and was white. The customer also reported that the keypad was unresponsive. The customer's blood glucose was around 160 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No white screen display or display anomaly noted. All operating currents are within the specification, no unexpected low battery, off no power alarm or battery indicator anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.